Manufacturer narrative:
Continuation of d10: product ID: 3389; implanted: on (B)(6) 2008; product type: lead; product ID: 7482; implanted: on (B)(6) 2008; explanted: on (B)(6) 2020; product type: extension; product ID: 7482; implanted: on (B)(6) 2008; explanted: on (B)(6) 2020; product type: extension. Country of origin: italy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the patient was still in the hospital with antibiotics.

Manufacturer narrative:
Continuation of d11: product ID: 3389, implanted: (B)(6) 2008, product type: lead; product ID: 7482, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension 7482; implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that the extensions and ins were removed and the patient was taking antibiotics to resolve the infection. It was too early to tell if the issue was resolved.

Event description:
Additional information was received indicating the patient has an infection of enterococcus faecalis. Also, it was indicated that the fall was not confirmed, rather it was an assumption that the impedances and lead break were associated to a fall.

Manufacturer narrative:
B5: correction as some information was omitted from previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# unknown, implanted: (B)(6) 2008, product type: lead. Product ID: 7482, serial#: unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Product ID: 7482, serial#: unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown; product ID: 7482, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a fall the patient reported worsening of clinical symptoms and telemetry confirmed an increase in impedances on the left side. It was decided for an implant revision and impedances were checked with an ens. The extensions were changed to remove the adaptor, but unfortunately high impedances were related to the broken left lead. The physician decided for a later evaluation.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389 lot# unknown serial# implanted: 2008--(B)(6) explanted: product type lead product ID 7482 lot# serial# unknown implanted: 2008--(B)(6) explanted: 2020--(B)(6) product type extension product ID 64002 lot# serial# unknown implanted: 2008--(B)(6) explanted: 2020--(B)(6) product type adapter product ID 7482 lot# serial# unknown implanted: 2008-(B)(6) explanted: 2020-(B)(6) product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient falling and broken lead were confirmed. The connection between the two instances was an assumption.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient has an infection of enterococcus faecalis.